Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false warning for low impedance on the right ventricular lead was noted. The patient's implantable pulse generator remains in use. No patient complications have been reported as a result of this event.